Event description:
Pt was receiving stereotactic radiation therapy. At some point during the therapy, it was noticed by the treating physicist that the field size had increased from the settings at the beginning of the treatment. At this time it is unk if this change in field size was the result of equipment malfunction or human error. The pt has not suffered any ill effects.